Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely that the event occurred due to improper handling and application of excessive mechanical force, impact to the scope like fall, shock or similar stress. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the telescope had a missing light guide adapter. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.